Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 23mm bioprosthetic aortic valve, implanted approximately twelve (12) years, ten (10) months, was explanted due prosthetic valve degeneration and aortic regurgitation. Patient underwent concomitant CABG. Operative observation noted one of the leaflets to be torn and a second leaflet stenosed. Calcium was debrided in order to excise the valve. The explanted device was replaced with a another 23mm bioprosthetic aortic valve. Patient left the operating room in stable condition. There were no reported complications.

Manufacturer narrative:
(B)(4). Method = device not returned. The device was not returned to edwards for analysis. Without the return of the device or additional information, edwards is unable to draw any conclusions as to the reason for explant or root cause. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.